Manufacturer narrative:
(B)(4). Medical devices: guide wire: runthrough ns, guide catheter: hyperion 6fr jl 3.5. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, eccentric and heavily calcified proximal left circumflex artery that was 99% stenosed. Pre-dilatation was performed with a non-abbott balloon dilatation catheter. An attempt was then made to advance a 3.5 x 18 mm xience alpine stent delivery system (sds); however, it failed to cross the lesion due to the anatomy. Additionally, there was difficulty in removing the device due to the anatomy and the device was removed independently. The sds was then replaced with a 3.5 x 18 mm non-abbott sds to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.